Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The undersensing and brady pacing not delivered when required allegation were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed as laboratory observations and field report were insufficient to verify dislodgement. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was dislodged, exhibited functional undersensing and it was noted that pacing was not delivered when required. The physician decided to remove the lead as the patient had mitral regurgitation. This lead was explanted and replaced. No additional adverse patient effects were reported.